Manufacturer narrative:
This supplemental report is being submitted to provide the correction of initial emdr corrected fields: b5 updated fields: d8, h2, h3 h6, and h11 the device was returned to olympus for inspection, and the reported failure image output was not functioning was confirmed and the reported failure light-emitting diode display on the panel did not come was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective dx board, defective dp board (printed circuit board) was due to the component failure a root cause could not be identified. Based on the results of the investigation, the cause of the image output was not functioning was due to the component failure and the cause of light-emitting diode display on the panel did not come was no problem detected . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had light-emitting diode display on panel not come. The event had occurred during the inspection for use. There were no reports of patient involvement.